Event description:
The facility reports the patient had been transferred from the bed to the bathroom. The hoist was in its highest position and the bath in its lowest. The patient's legs were being lifted over the edge of the bath when the lift collapsed. The patient suffered a double fracture to the leg.